Event description:
It was reported that the catheter shaft broke. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter shaft fractured. No patient complications were reported.